Event description:
It has been reported to company that the occlusion balloon deflated during the case. The complaint indicated that this was a high risk case. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a 5.5x40 magic wall stent delivery catheter and placed the stent. The physician noticed that there was a kink in the occlusion balloon wire after the first stent was placed. The physician continued to use the device and placed the second stent, an ultra-stent, and noticed that the occlusion balloon wire kinked again. The patient began to deteriorate. The physician aspirated the vessel and a large amount of debris was recovered. The physician attempted to deflate the occlusion balloon but noticed that it was already deflated. An angiogram revealed no distal runoff into the native vessel. The physician then removed the device. The patient became bradycardic, atropine was given and cardiac resuscitation was initiated without success. The patient expired.